Manufacturer narrative:
A specific root cause for the event could not be determined. The product was not returned for investigation. The customer did not return the strips.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that while testing a patient, results of 6.8 inr and 5.1 inr were obtained on the clinic's coaguchek xs plus meter (serial number (B)(4)). A laboratory test that was collected in less than 10 minutes of the meter results, was 3.9 inr. The laboratory method is thromborel s (human tissue thromboplastin). Information was requested but not provided as to whether or not the patient's medication was changed based on any of the results. The meter was calibrated on (B)(6) 2016. The patient's therapeutic range is 2-3 inr. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
Relevant retention test strips (lot 206462-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124 158 80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention strips/retention meter: marcumar 1: 2.0 inr. Marcumar 2: 2.1 inr. Master lot/retention meter: marcumar 1: 2.1 inr. Marcumar 2: 2.2 inr. The obtained results showed a maximum difference of 0.1 inr between retention samples and masterlot. No error messages occurred and the retention material complied with specification with no problem found.